Manufacturer narrative:
The instrument was within quality control specs with respect to controls (accuracy) and reproducibility (precision). Samples were run back to the last acceptable control run. Controls are run daily and were run before this event and were within acceptable ranges. Svc was not dispatched for this incident. Root cause is sample related. Cold agglutinins are a known interfering substance for rbc and plt parameters. The instrument did generate flags for rbc and plt parameters that alert the operator to further review the specimen. Also the erroneous results displayed the typical mixing pattern for specimens that are not adequately mixed prior to sampling. Product labeling states: when wbc and plt are too low, hgb and rbc are opposite, too high, the probable cause is the sample was not mixed adequately before aspiration. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01041.

Event description:
Customer reported erroneous low white blood cell (wbc) and platelet (plt) counts and high red blood cell (rbc) count and hemoglobin (hgb) results were obtained for one pt when using the coulter act diff 2 analyzer. There were instrument generated flags with the test results. There were no erroneous test results reported out of the lab. The pt was scheduled for a transfusion, which was delayed until the hemoglobin result could be confirmed. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for one of two different analyzers.